Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from (B)(6) suspended indefinitely.

Event description:
On (B)(6) 2022 the patient was feeling bad and was admitted to the hospital. It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The physician believed that the infusion device was faulty. At the time of the reported event the patient was still in the hospital. No information about the blood glucose values and treatment provided, but it was stated that the patient is fine.